Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex (B)(6), an external fluid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex oxiris set, an external fluid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A pressure test was performed and a leak from at the dialysate port/shell was observed. Visual inspection identified the shell was cracked. The reported condition of leak was verified. The most probable cause of the crack was related to mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.